Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient received a pump exchange on (B)(6) 2014 due to possible obstruction.

Manufacturer narrative:
The report of a suspected obstruction was confirmed through the evaluation of (B)(4). The system was returned assembled with the percutaneous lead (lead) cut approximately 3¿ from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The sealed outflow graft bend relief collar was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the sealed outflow graft revealed a deposition of tissue-like clotted blood at its proximal end. This deposition was non-laminated and lacked denaturation. Furthermore, the kink observed in the sealed outflow graft bend relief suggests that this deposition could have developed due to a subsequent kink in the sealed outflow graft itself. This would have restricted flow through the graft and potentially inhibited proper surface washing. Evaluation of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.